Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation.

Event description:
It was reported that an osteosynthesis was performed according to the corresponding technique, when the first screw was drilled, the dril bit was broken, 2.5 cm approximately were inside the patient, the patient is ok and any injury was reported, this decision was made by the doctor.